Manufacturer narrative:
One 7.0mm tts¿ adult tracheostomy tube was returned for investigation. A review of the device history record, relevant to the reported lot, no exceptions in the manufacturing process. Visual inspection of the returned device was performed by the unaided eye and under normal plant lighting; no obvious defects were observed. The device was then microscopically examined and multiple areas of damages were found. During functional testing, a syringe was used to inflate the device cuff with air and the device was submerged under water. Bubbles (indicating a leak) were found escaping from a leak on the posterior side of the cuff. A hole was observed approximately 12mm from the bottom edge of the proximal cuff band. It was also observed that the hole had propagated in an area that was abraded. Investigation was unable to determine the root cause of the leak; however, no evidence was found to suggest a manufacturing defect.

Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.(B)(4).

Event description:
It was reported that a portex® bivona® adult tts¿ tracheostomy tube cuff had a leak during use on a patient in the pediatric intensive care unit due to a hole in the balloon. The cuff was initially filled with 5ml of sterile water and when relieved, a fraction of that amount was removed. It was initially reported that 0.4-1.5ml was removed after 4 hours, then it was reported that only 2-3ml was removed, and lastly it was reported that 1-2ml was retrieved. The patient was losing positive end-expiratory pressure (peep) and through the bellows continuous positive airway pressure (CPAP). The reported issues were observed by the long-term ventilator consultant, an ear, nose, and throat (ent) consultant, nurses, and the patient's parents. It was unknown if the patient had issues with pressure relief when previously ventilated. The patient was doing poorly and was being managed on the high dependency unit (hdu). The patient was reported to have switched to a cuffed tracheostomy tube filled with air in the cuff. No permanent injury was reported. See MFR: 3012307300-2016-00382.